Event description:
A customer reported a discrepant total hcg result that was run on advia centaur cp instrument. The serum sample was assayed in late 2007, and the results were positive. The sample was tested at different site on the same day, and the results were negative. A urine pregnancy test was also performed with negative result. The sample was re-run again on the original site on three days later, and the results were negative. The pt was scheduled for surgery, but it was postponed due to the elevated result.

Manufacturer narrative:
A siemens field service engineer (fse) reviewed the instrument event log and found an error code indicating that the luminometer voltage was too high due to count rate, which indicates the cause for the discrepant result. The fse made the necessary adjustments and the instrument is operating as intended. For MDR reporting purposes, this event is considered closed.